Manufacturer narrative:
Combination product: yes.

Event description:
During follow up there was no capture, loss of sensing, impedance was greater than 2500 ohms. Lead failure reported on home monitoring and device since (B)(6) 2025. Noise shown on lead failure recording from today and (B)(6) also. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead explanted. Additional information, lead was dislodged. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.